Event description:
It was reported that the patient presented in wound clinic. Upon review, non-capture and lead dislodgement were noted on the left ventricular lead. The lead was explanted and replaced. The event was resolved without any adverse event. No further information was available.